Event description:
The company reported a pt death that occurred during the use of a psn 210 dialyzer. It was reported that the pt had been hospitalized for a massive myocardial infarction (mi) 10 days prior to their death. The pt was dialyzed for the first time without incident (not a psn 210 dialyzer) during their hospitalization for the mi and was discharged three days early due to a "resident's error". It was further reported that the pt arrived for their first outpatient treatment at the clinic severely fluid overloaded. Shortly after beginning dialysis on a psn 210 dialyzer, the pt complained of nausea, shortness of breath and subsequently arrested. Upon attempting to resuscitate the pt, a syringe fell from the pt's pants pocket. CPR was not continued on the pt due to their enlarged heart and the pt subsequently expired. The syringe was later found to be filled with IV benadryl. An autopsy was performed and the results are pending.